Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The in-stent restenosed (isr) target lesion was located in the coronary artery. A 10/2.50 flextome¿ cutting balloon¿ was used to treat the target lesion. During the procedure and at second inflation, it was noted that the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.